Event description:
In 2008, initial surgery was done with captured hip screw system for basal neck fracture of the femoral neck. In 2009, the screw protruded femoral head and pseudoarthrosis was noted. The patient is a female with heart disease. The activity level is low. The patient has no pain. No re-surgery was done, and patient is being monitored. There is no x-ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.